Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. This report has not been confirmed as no samples were available. A batch review was performed and found that no issues relating to this report were noted in the review of the batch file. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A patient reported to baxter (B)(4) that the minicaps could not be screwed onto the luer of the transfer set tightly. The patient felt that the caps were just covering the luer of the transfer set without screwing. The patient found that two caps were separated when he woke up. There was no patient injury or medical intervention. No further information is available. This report is addressing minicap 2 of 2.